Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed in 2008, that the patient was doing well with her implant. The patient's device remains implanted. This is the final report.

Event description:
During the review of the patient's medical records provided by legal, the company was informed that ten days after the reimplant surgery in 2008, the patient was hospitalized for experiencing severe vertigo, flu like symptoms and for having labyrinthitis. The patient was put on IV antibiotics in the hospital. The patient was treated with unasyn 1.5 g, diazepam 5mg and meclizine 25mg on as needed basis in the hospital to control her vertigo. The patient was also prescribed augmentin 875 mg after hospital discharge. The patient reportedly continued to have some dizziness after the hospitalization for about 1.5 mounts. During this time, the patient had trouble using the implant.